Event description:
It was reported that the patient lost stimulation coverage due to ipg not being able to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.